Manufacturer narrative:
Additional devices involved batch review performed on 30 september 2024: liner: mpact dm double mobility hc liner 28/dme (k092265) lot 2305338: (B)(4) items manufactured and released on 21-jun-2023. Expiration date: 2028-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer biolox delta ceramica 12/14 ø 28 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2335080: (B)(4) items manufactured and released on 29-aug-2023. Expiration date: 2028-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Updated device sales: batch review performed on 30 september 2024 cup: mpact double mobility acetabular shell ø50 (k143453) lot 2249708: (B)(4) items manufactured and released on 18-jul-2023. Expiration date: 2028-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Updated visual inspection: from the received parts, no particular signs were visible, especially in the dm polyethylene liner and ceramic ball head. On the acetabular cup, only some stains of blood and other bone / fibrotic tissue were present. From the received parts it is not possible to determine the root cause of the event. Looking at the liner, the yellowing is probably due to lipid absorption that occurred during the patient's normal activity.

Manufacturer narrative:
Batch review performed on 18 august 2024: lot 2249708: (B)(4) items manufactured and released on 18-jul-2023. Expiration date: 2028-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d manager: from the received parts, no particular signs were visible, especially in the dm polyethylene liner and ceramic ball head. On the acetabular cup, only some stains of blood and other bone/fibrotic tissue were present. From the received parts it is not possible to determine the root cause of the event.

Event description:
At 9 months from the primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully.